Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed the logs and confirmed the 319 faults start-up. Fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure (error 319) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test for the rolling loop with error 319.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was getting repeated non-recoverable errors. The technical support engineer (tse) reviewed the error logs and noted 319 errors reported by the axes controller, carriage (acc) board on the universal surgical manipulator (usm) 1. Prior to calling in, the customer had tried reseating the drape, blue fiber cables and rebooting the system. The customer tried multiple power cycles, and error code 319 returned each time. The tse advised moving the usm out of the way and disabling it. The customer was continuing with the procedure. No known impact or patient consequence was reported.